Event description:
Surgeon at cleveland clinic in (B)(6) 2014 installed stryker hip that included 2 screws, and still is weak and continues to have pain during and after any activity.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain and range of motion involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the primary harm involved is not identified. X-ray showed implants is satisfactory position,well aligned, and apparently well fixed with pristine interfaces. The patient is still in the early phases of recovery from his hip replacement surgery. He only underwent two physical therapy visits postoperatively and the most likely source for his discomfort at this point is weakness. There are no findings indicating any implant or instrument related issues.¿ -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: clinician review of the provided information determined the likely root cause of the patient's discomfort is weakness. The patient only underwent two physical therapy visits postoperatively. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon at (B)(6) in (B)(6) 2014 installed stryker hip that included 2 screws, and still is weak and continues to have pain during and after any activity.

Manufacturer narrative:
A second supplemental report is being submitted on 5/1/2017 to document additional patient information including age, weight, date of birth, patient identifier and gender.

Event description:
Surgeon at (B)(6) in (B)(6) 2014 installed stryker hip that included 2 screws, and still is weak and continues to have pain during and after any activity.